Event description:
Left me with 2 burns [thermal burn]. Case narrative:this is a spontaneous report from a contactable consumer. This female consumer of unknown age reported that she received thermacare heatwrap (thermacare menstrual) (device lot number aa3024, expiration date nov2021) since unknown date, for pain management. On unknown date, she experienced a pretty severe burn. This event occurred under the 2nd wrap she had used out of the package, giving her 2 burns, while she had no problems with the first one she used. She had no plan to use the 3rd wrap in the box, but she wanted to provide the numbers on the packaging in case there was an issue with the batch. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality complaint group, reasonably suggest device malfunction: yes and severity of harm: s3 for complaint sub-class: adverse event/serious/unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (17sep2019): new information received from a product quality complaint group included: severity of harm and malfunction assessment. This case is upgraded to serious reportable MDR. Follow-up (08nov2019): follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the device leakage cannot be ruled out. Comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.